Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The actual date when the event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s caregiver reported customer¿s adc blood glucose meter was giving inaccurate readings. Caller further reported that on an unspecified date/time customer received a reading of 20.0 mmol/l (360 mg/dl) from the adc fs optium neo meter which was compared to a different adc blood glucose meter result of 10.0 mmol/l (180 mg/dl). Customer subsequently became hypoglycemic, experienced a loss of consciousness, was transported to a hospital and admitted. An unknown hospital blood glucose result was obtained, customer was diagnosed with hypoglycemia and treated with a glucose drip. There was no report of death or permanent injury associated with this event.

Event description:
Customer¿s caregiver reported customer¿s adc blood glucose meter was giving inaccurate readings. Caller further reported that on an unspecified date/time customer received a reading of 20.0 mmol/l (360 mg/dl) from the adc fs optium neo meter which was compared to a different adc blood glucose meter result of 10.0 mmol/l (180 mg/dl). Customer subsequently became hypoglycemic, experienced a loss of consciousness, was transported to a hospital and admitted. An unknown hospital blood glucose result was obtained, customer was diagnosed with hypoglycemia and treated with a glucose drip. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. DHR(s) (device history review) for the freestyle precision neo meter was reviewed and the DHR(s) showed the freestyle precision neo meter passed all tests prior to release. Dhrs for all precision strips within expiration at the time of complaint was reviewed and the DHR review showed no there were no deviations from the validated manufacturing process. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was completed for the reported complaint and precision test strips, no further track and trend review was required as there were no confirmed complaints. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.